Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter questioned inr results from coaguchek inrange meter serial number (B)(4) compared to a laboratory using neoptimal stago reagent. On (B)(6) 2020 the laboratory result was 2.4 inr. The meter result was 1.9 inr. On (B)(6) 2020 the laboratory result was 2.45 inr. The meter result was 1.9 inr. The meter and laboratory results were obtained within 3 hours of one another. The therapeutic range was 2-3 inr.

Manufacturer narrative:
The meter was returned for investigation. The meter appeared undamaged and clean on the outside. Retention test strips (lot 430022) and retention controls were measured with the returned meter. Results (control range = 2.6 - 3.2 inr): qc 1 = 3.0 inr. Qc 2 = 3.0 inr. Qc 3 = 3.0 inr. The returned meter was also measured with retention test strips (lot 430022) in comparison to the current test strip master lot and a retention meter. For this purpose, two human blood samples from marcumar donors was used. Donor 1 hematocrit = 44%. Donor 2 hematocrit = 35 %. Results: retention meter with master lot strips: donor 1 result = 3.5 inr. Donor 2 result = 5.1 inr. Customer meter with retention test strips (lot 430022): donor 1 result = 3.3 inr. Donor 2 result = 4.9 inr. The maximum difference between measurements with the same blood sample was 6%. The customer material and retention material comply with specifications. Medwatch field d4 has been updated.